Event description:
A customer reported a malfunction on their insulin pump, identified as malfunction 1, and confirmed that the fault code "0x279f" was available. There was no reported impact to the customer¿s blood glucose level, as they declined to provide specific information. To address the issue, tandem technical support arranged to send a replacement pump equipped with updated software and offered training through the customer's tandem source account. The customer agreed to use multiple daily injections (mdi) as backup therapy and was instructed to return the faulty pump using the provided return box and pre-paid label within ten days.